Event description:
It was reported that during a set up of a da vinci si surgical procedure, it was observed that the wires at the distal end of the pk dissecting forceps instrument were bent. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.